Manufacturer narrative:
Only the outflow graft was returned to the manufacturer for eval. The cause of the reported bleeding remains inconclusive based on the investigation of the returned outflow graft. Examination of the graft conduit structure revealed no tears, holes, or any defects that would have contributed to leaking. The graft was properly secured to the graft nut. The graft was seated properly within the graft nut with the bevel completely exposed according to the outflow graft fabrication procedure. The o-ring was present in the o-ring gland of the graft attachment. All other connections, o-rings and washers appeared unremarkable. The graft was filled with water and no leaks were observed at the graft nut interface. The graft nut was removed and inspected for sharp edges or abnormalities and was unremarkable. All connections, o-rings and washers appeared unremarkable. A review of the device history records for this device revealed the device met all applicable specifications upon product release. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the surgeon noted at some point after the pump was initiated that the outflow graft was leaking around the metal connector end, and seemed to be continuously oozing. The surgeon made two attempts at using the fibrin sealant to the graft while connected without resolution. The pt was bleeding from "everywhere", in addition to the outflow graft oozing. According to the perfusionist, the pt had 3 liters of blood from the chest in 30 seconds. The pump stopped three times, as it detected no blood in the left ventricle (lv), and no after load. The outflow graft was replaced and there was no leaking from the outflow graft. The pump continued to function properly. The pt continued to bleed from multiple sites, including the cannulation site. The pt expired the following day.